Manufacturer narrative:
A complaint was received on 6/1/2023 reporting the tip of bovie blade broke during operation. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Tip of bovie blade broke during operation.

Manufacturer narrative:
A complaint was received on 6/1/2023 reporting the tip of bovie blade broke during operation. The sample was returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the electrode blade supplier modern medical equipment. The root cause was determined to be unknown by the supplier modern medical equipment. There have been no previous complaints of the electrode breaking and no inventory or work in progress to evaluate. The potential root cause was determined to be possible damage inside the electrode blade material. The material supplier will be informed of this reported issue. This was determined to be an isolated incident and will continue to be monitored. Due to the root cause finding there were no corrective and or preventive actions taken by modern medical equipment. There is no risk of breakage caused by electrode and equipment interference in normal processes. Production records were reviewed, and no issues were found. An inventory check of the electrode blade was made by deroyal, a total of 150 of the 45-00221 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.